Manufacturer narrative:
Ventec downloaded the device's electronic records from the event for review and was able to verify the reported issue; however, ventec was unable to duplicate the issue. The cause of the reported issue could not be determined. After service repairs were completed, proper device operation was observed and the device was returned for use.

Manufacturer narrative:
The device was returned to ventec for investigation but a conclusion is not yet available. A follow-up report will be submitted when the investigation is complete.

Event description:
It was reported that the device displayed system faults 10 and 13 then went into a constant power cycle loop and was alarming during the event. There was no report of patient harm.